Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope presented e218 scope malfunction display and sometimes the image disappears. The issue was identified during a therapeutic procedure, which was completed utilizing an olympus back-up device. There were no reports of patient harm.